Manufacturer narrative:
A ge service rep performed an on site investigation. The leg extension was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the table leg extension latch was damaged. No pt injury was reported.